Event description:
The fse reported that the system would not display a fluoroscopic image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The bnc cable was reseated on top of the electronics cabinet. The system was tested and found to be working as intended and returned to service.